Event description:
It was reported that the pump pocket was infected and a revision was required. The date of the onset/diagnosis of the infection was not specified. The pump was disconnected, soaked in bacitracin, reconnected, and moved to another location in the abdomen. The drug was removed from the reservoir and new drug was put in, as the patient was due for a refill in 2 weeks. It was noted that the pump and the catheter remained implanted, in service, and there was no alleged product issue with either device. Diagnostic testing or troubleshooting with regard to the pump included a fluid sample taken in or (operating room) for ¿infection testing,¿ also reported as a device pocket culture. No diagnostic testing or troubleshooting was performed with regard to the catheter as it was reported to have not been required; no action was required. The patient¿s medical history included end-stage cancer. Symptoms or complications associated with the event included an unknown type of infection; the type of organism was not specified, and it was unknown if antibiotic treatment as necessary. Following surgical intervention, the patient was admitted to the hospital for observation. The patient¿s status was reported as ¿alive ¿ with injury.¿ the pump was being used to deliver lioresal and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were organisms specified as moderate growth of enterobacter cloacae and light growth of klebsiella. There were no signs of sepsis, and the patient was on antibiotics. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. (B)(4).